Event description:
It was reported that during the procedure the subject coil could not be detached and when withdrawn, the subject coil prematurely detached inside the microcatheter. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the main coil was seen to be detached/separated from delivery wire. The main coil was seen to be kinked/bent and stretched. The coil delivery wire was seen to be kinked/bent. The coil introducer sheath was intact. During functional inspection the main coil was seen to be stuck inside of a catheter, later the catheter was flushed and coil was removed. The functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The 'main coil prematurely detached/separated during use was confirmed during the analysis. The ¿main coil failed unable to detach¿ could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. Additional information provided by the customer indicated that despite several attempts, the coil would not detach. Eventually, it had to be withdrawn, but accidentally detached inside the microcatheter. The device was analysed and the main coil was seen to be kinked/bent, stretched and detached/separated from delivery wire the coil delivery wire was noted to be kinked/bent. An assignable cause of procedural factors will be assigned to the reported defects ¿main coil prematurely detached/separated during use¿ and ¿main coil failed unable to detach¿ and to the analysed defects ¿main coil kinked/bent¿, ¿main coil stretched¿ and ¿main coil prematurely detached/separated during use¿. As these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of handling damage will be assigned to the analysed defect ¿coil delivery wire kinked/bent¿ as the issue is due to handling of the product or portion of the product during the clinical procedure.

Manufacturer narrative:
H3 : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil could not be detached and when withdrawn, the subject coil prematurely detached inside the microcatheter. No clinical consequences were reported to the patient due to this event. No further information is available.